Event description:
It was reported that as the intraocular lens was being implanted the trailing haptic came off. The physician completed the surgery. Two days later, the patient complained of discomfort and the lens was removed and replaced. The physician reports that during the exchange of the iol the endothelium was damaged by the blunt scissors being used resulting in corneal clouding and a corneal transplant. The patient claims vision has diminished after the second surgery.

Manufacturer narrative:
The intraocular lens (iol) was not received for analysis and no additional information is currently available. Our investigation reasonably suggests this event is not manufacturing related. The iol met all manufacturing specifications prior to release. Device not received for analysis